Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted. However, after the sgc was inserted, it was noticed that a loss of fluid column occurred. Aspiration was performed, but the issue continued to occur; therefore, the physician removed the sgc and replaced it. It was noted that no air entered the anatomy. The new sgc and the clip delivery system (cds) were inserted. While advancing the clip under the valve, too much m-knob was applied, causing the clip to become caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae, but it was noticed that a chordal rupture had occurred. The clip was then able to be deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak/splash (loss of fluid column during procedure) could not be confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported leak/splash (loss of fluid column during procedure) could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as additional aspiration was performed due to the leak. There is no indication of a product issue with respect to manufacture, design or labeling.